Event description:
It was reported that there was fluid in the reservoir compartment. The customer stated that insulin spilled into the reservoir chamber of the insulin pump and that the reservoirs were stuck at the o-rings on two reservoirs. No further details provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.